Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not expose your pump, transmitter or sensor to x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography, (pet) scan, other exposure to radiation. You must take off your pump, transmitter, and sensor and leave them outside the procedure room if you are going to have any of the procedures. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred multiple times and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. Reportedly, the customer had passed the pump through an x-ray scan at the airport. It was indicated that the customer would use manual injections as alternate insulin therapy.